Event description:
It was reported the video system center experienced scope communication errors with multiple scope. The issue was found during set up before patient in room. There were no reports of patient involvement.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
No additional information received from the customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d4; e1; g1; g3; h2; h6 and h11. Based on the results of the investigation, and since the device was not returned for evaluation, the definitive root cause of the reported issue could not be determined. The customer contacted olympus technical assistance support (tac) via phone. Tac advised the customer to power off both the video system center and the light source, remove the scope, clean the contact points on the scope with an alcohol prep pad, wait for the scope to dry, reconnect the scope, power everything back up, and observe the result. The customer informed tac of the event. The device will not be returned to olympus for evaluation. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.